Event description:
The pt reported the connector of the infusion set is leaky. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.